Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 267 mg/dl and 85 mg/dl; 277 mg/dl and 104 mg/dl. No action or treatment resulted. No adverse event reported. Return of the system requested, replacement was sent.